Manufacturer narrative:
Reported issue could not be replicated. The medtronic representative reported the navigation system was found to be fully functional. Resolution confirmed at time of call. Return requested for 19 inch monitor. No parts have been received by manufacturer for analysis.(B)(4)

Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) procedure, a site navigation system monitor went black for a few seconds and then returned to the same page in the software. In trouble-shooting, the site was unable to replicate the issue. The medtronic representative confirmed all video chain connections are tightly seated. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.